Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-00532. The pt received her scs system consisting of an ipg, two leads and two anchors on 09/21/2009. It was reported that one of the pt's leads had migrated. The pt could not attribute the migration to any particular event. She now felt the majority of the stimulation in her hand and some in her chest. On (B) (6) 2009, the physician replaced the migrated lead with a new lead. It was not documented which lead had migrated. Follow up on the pt found that she is doing well and receiving good stimulation. The lead was not returned to the MFR for eval. No further info is available.

Manufacturer narrative:
Device 2 of 2. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.